Event description:
It was reported that the patient had some lead damage noted during generator replacement surgery and that the lead would need to be replaced. Only the generator was replaced at that time and the patient was scheduled for lead replacement. It is unknown if the "lead damage" occurred during the generator replacement surgery as a result of surgical error or if the damage occurred previously and was not found until the surgery. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.